Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is unable to set ipg into MRI mode due to high impedances on the lead. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.